Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A viperwire advance guide wire was used to treat a severely calcified right coronary artery. Following device removal, a balloon was unable to cross the lesion. The guide wire was observed to be fractured. The fractured guide wire was unable to be removed, therefore, a stent was placed to entrap the fractured component against the vessel wall. The patient was stable.